Event description:
The customer reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was reformatted and the system software and calibrations were reloaded. The system was tested and found to be working as intended and returned to service.